Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2019-00504. During a pulmonary vein contraction procedure a pericardial effusion occurred. During the waiting period, hypotension and tachycardia was observed. Echocardiography revealed an effusion. A pericardial drain was placed to stabilize the patient and the procedure was completed. There were no performance issues with any abbott device.